Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b5, d9, g3, g6, h2, h3, h6. H10 and concomitant products. B5: additional information received indicated that the introducer was fully seated and secured in the hub. The user was able to torque the device. There was no evidence of physical material within the device. The resistance occurred distal position of the microcatheter. A guidewire had been used successfully with the prowler select prior to the encountered resistance. The replacement stent was the same size as the original one. No excessive force was applied to the devices. Adequate flush was maintained through the devices. There was a prolongation of approximately 3 to 5 minutes due to the event. The physician did not feel the prolongation of the procedure was clinically significant. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during stent implantation after balloon dilation of intracranial ophthalmic artery intersection stenosis, the stent of an enterprise stent delivery system (4.5mmd 22mml with no distal tip) couldn¿t cross through a 150/5cm prowler select plus microcatheter (606s255x, 30355890) to deploy when the stent body reached the target cerebral position. The stent deployed in the microcatheter (mc) when the physician withdrew the stent system. The physician switched to a new stent and microcatheter to complete the procedure. A photo was provided for this complaint. Additional information received indicated that the introducer was fully seated and secured in the hub. The user was able to torque the device. There was no evidence of physical material within the device. The resistance occurred distal position of the microcatheter. A guidewire had been used successfully with the prowler select prior to the encountered resistance. The replacement stent was the same size as the original one. No excessive force was applied to the devices. Adequate flush was maintained through the devices. There was a prolongation of approximately 3 to 5 minutes due to the event. The physician did not feel the prolongation of the procedure was clinically significant. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch. The device was inspected, and it was found in good normal conditions, no damages or anomalies were observed. The prowler select plus 150/5cm was flushed using a lab sample syringe, after that, a lab sample guide wire was inserted in the micro-catheter and it advances until the distal tip without any difficulty, no resistance/friction was felt during the functional test. The ID and the od from the microcatheter were measured and were found within specification. A manufacturing record evaluation (mre) was performed for the finished device 30355890 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - obstructed with mc loss of cerebral target position¿ was not confirmed. During the analysis, it was noted that the device is in good condition, also, during the functional test, a lab sample guide wire was inserted in the micro-catheter and it advanced until the distal tip without any difficulty, no resistance/friction was felt during the functional test. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00067. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during stent implantation after balloon dilation of intracranial ophthalmic artery intersection stenosis, the stent of an enterprise stent delivery system (4.5mmd 22mml with no distal tip) couldnt cross through a 150/5cm prowler select plus microcatheter (606s255x, 30355890) to deploy when the stent body reached the target cerebral position. The stent deployed in the microcatheter (mc) when the physician withdrew the stent system. The physician switched to a new stent and microcatheter to complete the procedure.